Event description:
The patient has an ossification of posterior longitudinal ligament and underwent a resection with bone grafting from the iliac crest for c5 and fixation with the plate from c4-c6. The screws for both sides of c4 and the left side of c6 locked properly. The screw on the right side of c6 would not lock to the clip. The screw was removed and the surgeon attempted to drill the hole but could not go deeper than 16mm. The screw still would not lock to the plate. The surgeon removed that screw and placed screws on both sides of c5 leaving the right side of c6 with no screw. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. The manufacturing records were reviewed and no complaint related issues were found.